Event description:
Subsequent to filing the initial medwatch report clarifying information is being provided in this supplemental medwatch report: information was received via an internet blog posting (angioplasty.org)

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose device after an angiogram procedure. Reportedly, the patient did not know the starclose would be used until after it was done. The patient stated: " I received a starclose renal closure system in 09 without my consent, as the dr. Was running late and his schedule got behind, and subsequently, did not receive the sandbagging/manual method, even tho I would have stayed the hours it took for the manual to be successful enough to leave hospital after angiogram - this outraged me, after I was given a brochure as I left as my way of discovering a had a device in such a dangerous area - I have suffered extremely acute and intense shooting pains occasionally in my groin area and testes on the side of the starclose since that event - I wait in dread of the day it's compromised by an MRI or other event." As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of the event. The event was reported via posting on (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).